Event description:
A pt supported by left and right ventricular assist devices(vads) was ambulating, and the drive console went over a bump. The console stopped pumping and the pt lost consciousness. The vad drive console alarmed appropriately and the pt was switched to a backup console without incident. The pt regained consciousness without any residual deficits.